Event description:
It was reported that the patient underwent a water vapor therapy procedure. During the procedure two delivery devices were used. Two days following the procedure the patient presented to the emergency room. It was determined that the patient had sepsis and he was treated with antibiotics. The patient has since fully recovered.

Manufacturer narrative:
Based on this investigation a probable cause for the event could not be established; therefore, the conclusion code of known inherent risk of device has been chosen. Risk review and labeling review identified that the adverse event of sepsis is a known risk of the device. The cause of the sepsis was not established despite good faith efforts, although sepsis is included in the labeling documentation as an adverse event of the surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient underwent a water vapor therapy procedure. During the procedure two delivery devices were used. Two days following the procedure the patient presented to the emergency room. It was determined that the patient had sepsis and he was treated with antibiotics. The patient has since fully recovered.